Event description:
Event description cpi received information that during the elective replacement of an implantable cardioverter defibrillator (ICD), the physician noted a fracture of an endotak lead (0062). The endotak (0062) was removed from service and replaced with another endotak (0125) lead.